Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that two episodes of inappropriate shocks were seen involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was reprogrammed to the primary sensing vector and remains implanted. A review of the device reports showed non physiological artifacts in the secondary sensing vector causing inappropriate shock delivery. The artifacts were reproduced in the secondary sensing vector and alternate sensing vector but not in the primary sensing vector. Ts discussed possible recommendations and troubleshooting steps. Ts also discussed checking the electrode due to the artifacts seen as well as a sudden changes in the impedance pathway. Ts noted that the resolution of the images provided did not allow evaluation of the conductor area. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two episodes of inappropriate shocks were seen involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was reprogrammed to the primary sensing vector and remains implanted. A review of the device reports showed non physiological artifacts in the secondary sensing vector causing inappropriate shock delivery. The artifacts were reproduced in the secondary sensing vector and alternate sensing vector but not in the primary sensing vector. Ts discussed possible recommendations and troubleshooting steps. Ts also discussed checking the electrode due to the artifacts seen as well as a sudden changes in the impedance pathway. Ts noted that the resolution of the images provided did not allow evaluation of the conductor area. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that two episodes of inappropriate shocks were seen involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was reprogrammed to the primary sensing vector and remains implanted. A review of the device reports showed non physiological artifacts in the secondary sensing vector causing inappropriate shock delivery. The artifacts were reproduced in the secondary sensing vector and alternate sensing vector but not in the primary sensing vector. Ts discussed possible recommendations and troubleshooting steps. Ts also discussed checking the electrode due to the artifacts seen as well as a sudden changes in the impedance pathway. Ts noted that the resolution of the images provided did not allow evaluation of the conductor area. The device was explanted and will be returned. No additional adverse patient effects were reported.